Event description:
The customer reported via phone call that the ems came to his house and assist him. Customer's blood glucose was 134 mg/dl. The customer blood glucose dropped into 52 mg/dl. Customer's wife called the ems and they came in and help.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.